Event description:
It was reported to boston scientific corporation that a sensation crescent polypectomy snare was used during an polypectomy procedure performed on (B)(6), 2010. According to the complainant, while attempting to cauterize a 10mm polyp in the colon, the amount of the bleeding was more than the amount that was expected. Cautery was taking place, but it was observed that the polyp could not be cut properly. After removal of the polyp, the procedure was completed by using hemoclips to stop the bleeding. Following this procedure, the physician noticed that the generator (manufactured by a competitor) was not actuating properly. It was believed that the difficulty may have been caused by the generator. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a sensation crescent polypectomy snare was used during an polypectomy procedure performed on (B)(6) 2010. According to the complainant, while attempting to cauterize a 10mm polyp in the colon, the amount of the bleeding was more than the amount that was expected. Cautery was taking place, but it was observed that the polyp could not be cut properly. After removal of the polyp, the procedure was completed by using hemoclips to stop the bleeding. Following this procedure, the physician noticed that the generator (manufactured by a competitor) was not actuating properly. It was believed that the difficulty may have been caused by the generator. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The returned device was subjected to an electrical resistance test and was within the specification of 20 ohms (device read at 11.9 ohms). The condition of the device was not consistent with the complaint that cautery did not work; the complaint was not confirmed. A definitive root cause could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found. (B)(4).

Manufacturer narrative:
Exact patient age is unknown but is over 18 years(B)(4) no code available (difficult to cut)the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.bsc reference: a00242494 / 1693304